Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that the device was exhibiting premature battery depletion. During a device check, the battery had decreased from 8 years remaining to 4 years remaining. The device was checked again through latitude monitoring, and the battery had decreased further, showing another 6 month decrease in longevity. Disk analysis was performed by technical services, and it was observed that the current patient condition is supporting the higher power consumption. The device is high rate atrial sensing at an average rate of 341 bpm (beats per minute). High rate atrial sensing can cause an increase in power consumption. Technical services recommended methods to reduce the high rate atrial sensing, and to consider programming the device to a non-atrial based brady mode by turning off the atrial lead, and disabling sam (software upgrade for the minute ventilation feature). No adverse effects to the patient were reported. The device remains implanted.